Event description:
(14/16, reference (B)(4) for related complaints) (documenting pump 14) it was reported that when the medfusion 4000 wireless pumps are in clinical mode and are in use in the departments, the pumps alarm after the infusion delivery is completed. The first alarm shows the message -system failure: primary audible alarm post-. Immediately after that, another a second alarm shows -system failure: acu watchdog failure-. This problem does not occur every time the pump is used, but has occurred intermittently over the past 3 years (2019-2022). Device was used to replicate the reported issue, however clinical engineering has found that the alarm does not occur in maintenance mode. As an example, from the pharmguard server, it was found that from (B)(6) 2022 to (B)(6) 2022, the acu watchdog failure alarm had occurred a total of 58 times for 11 pumps. Clinical engineering was unable to duplicate problem when simulating clinical mode as well. The root cause is still not identified. Representative from smiths medical was contacted. Representative mentioned that they were aware of the problem and that one possible cause could be water seeping into the speaker box at the bottom of the pump. However, when examined, all pumps were found to be dry with no water seepage. More than 15 pumps are involved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating that the total number of events was 57 and not 58 as previously reported.